Event description:
It was reported that during the use of the trach tube product, the pilot balloon got detached from the inflation line, causing the cuff to become deflated. No additional information is available for this complaint. The resolution to the situation was not included. No patient injury or adverse affects were reported.

Manufacturer narrative:
A manufacturing DHR review was not performed because the results of the complaint investigation are a design related problem. A product sample was received for evaluation. Visual inspection found that inflation line was detached from pilot balloon. This issue was escalated to an internal CAPA and occurrence is being monitored via trend analysis. If the occurrence of this issue increases significantly, additional corrective actions will be taken.